Manufacturer narrative:
It was reported that device alarmed for 'low oxygen' and 'high oxygen' during ventilation of a patient. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient on reviewing the device logs it was observed that device only alarmed for 'low oxygen' along various other medium and low priority patient alarms including 'vt low', 'low minute volume', 'loss of peep', 'disconnection on patient/ventilator side', 'inspiratory volume limitation'. To address the issue, a o2 cell was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the o2 cell as no further issues have been reported.

Manufacturer narrative:
Hamilton medical ag case number is::(B)(4).

Event description:
The following was reported to hamilton medical ag: low oxygen & high oxygen alarm at the time of ventilation. No health consequences or impact.